Manufacturer narrative:
The investigation determined that a discordant lower than expected tsh result was obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7410 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to another vitros method at a different customer site. The most likely cause for the lower-than-expected patient sample result is biotin interference. The patient was taking biotin before the low vitros tsh result on (B)(6) 2025. They were instructed to stop biotin before a second blood draw on (B)(6) 2025. According to the vitros tsh instructions for use (IFU), "biotin levels above 2 ng/ml can falsely lower tsh results." Therefore, a biotin interference likely contributed to the initial low vitros tsh result. Additionally, the patient was taking synthyroid medication at the time of the event. An ortho medical safety officer (mso) has stated that: "per the customer complaint, it appears this is a known patient with thyroid disorder on levothyroxine (synthroid) with discordant follow-up tsh results ranging from hyperthyroid to euthyroid range. The tsh result in the fall of 2024 was euthyroid, the repeat test in (B)(6) 2025 was hyperthyroid, and a follow-up in a week was euthyroid. Levothyroxine is a thyroxine replacement used to treat hypothyroidism or in some hyperthyroid patient who requires thyroxine hormone replacement in a block and replacement therapy. Levothyroxine exerts negative feedback on the tsh-thyroxine production cycle, with an increase in circulating thyroxine resulting in decreased tsh production. Achieving a steady thyroxine concentration following a block or levothyroxine replacement takes about four weeks, and tsh responds in six weeks. Hence, a high dose of levothyroxine may result in iatrogenic hyperthyroidism. This mechanism is why the tsh test is often done every six weeks (up to 8 weeks) until the desired euthyroid range and maintenance dosage is achieved. Thus, a significant increase in tsh from the hyperthyroid to the euthyroid range is highly unlikely to be achieved in one week. Therefore, one of the results (B)(6) results) must be biased. Considering that the tsh test was repeated within a week, the (B)(6) result may have been suspected. A falsely reduced tsh result may result in an inappropriate physician decision to reduce the levothyroxine dosage to prevent or manage iatrogenic hyperthyroidism. This act may inadvertently result in non-optimal thyroxine concentration, resulting in persistent hypothyroidism, which may worsen the patient's condition. In this case, there was no report of patient harm, and considering that the patient's result was repeated within a week, the risk of serious patient injury during this period is unlikely. This potential product issue is not expected to result in acute or serious deterioration in the patient's condition. Vitros tsh precision testing carried out indicated the vitros tsh reagent lot 7410 was performing as intended on the instrument. Additionally, historical qc results were within expectation and there was no indication that the vitros 5600 integrated system malfunctioned. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lot 7410.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant lower than expected tsh result was obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7410 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to another vitros method at a different customer site. Patient 1 vitros tsh result of 0.176 miu/l (hyperthyroid) vs. The expected result of 1.41 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result of 0.176 miu/l was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).